Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 600 mg/dl; cause was unknown. Elevated bg has not been addressed as of yet. Tandem technical support commenced conducting system check. Reportedly, the customer had removed past infusion set, however, did not manually check for any defects. Customer was instructed to consult with their healthcare provider.